Manufacturer narrative:
Eval: a visual inspection of the returned product shows the lens is stuck in the cartridge. No visible damage to the cartridge. There is clear surgical residue on the cartridge. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for eval.

Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the cartridge and the lens became stuck, this was prior to insertion so no pt injury.